Event description:
It was reported that the pt's device was in an out-of regulation (oor) condition. Further interrogation by the healthcare professional showed high impedance (>10000 ohms) on all combinations with electrode #2. Group impedance measurements were 1621 ohms. It was noted that the pt did fall frequently but no change in therapy was observed. The pt was reprogrammed to #1-, #3+ at 4.5 volts with the other parameters the same as before. See MFR report # 3004209178-2010-05357.

Manufacturer narrative:
(B)(4).